Event description:
Rc buttress plate implanted in 2000, during rotator cuff repair. Pt presented with inflammatory reaction and surgeon removed remaining portions of implant and surrounding soft tissue nearly 5 months later.